Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on (B)(6) 2020. An adverse event was reported through a post market survey for tutomesh® for breast reconstruction application via qualtrics survey software. The doctor indicated that in her experience using the product, 5-10% of the cases/patients have experienced post-operative development of seroma, 1-5% of the cases/patients have experienced capsular contraction, and 1-5% have experienced adhesions. To date, no additional information has been provided.

Manufacturer narrative:
No additional information was provided.